Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to a backup pump for insulin therapy.